Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the motor drive stopped spinning entirely. The case was completed with a different device. There were no adverse patient consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.